Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2015-93969.

Event description:
Customer reported the she was experiencing high blood glucose of 415 mg/dl. Customer mentioned he was having issues with set sticking to serter. She stated she has cleaned the serter, she was advised how to properly clean it. Customer reported other issues with the insulin pump. No further information reported.